Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, episodes of atrial lead noise and ventricular crosstalk were detected. Lead noise was reproducible with arm movements. Crosstalk was sensed during an atrial capture test and pacing inhibited. Lead extraction was considered but will not happen soon. No further information is available.

Manufacturer narrative:
Updated to provide physician name